Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014 the patient experienced pressure necrosis at the magnet site. The external magnet was exchanged for a lesser strength, which resolved the issue. The implanted device remains.